Event description:
This spontaneous report of a non-serious, unlabeled event (herpes zoster) is being submitted as a 10-day report. Information was received on 01/12/2007, from a physician assistant (pa) regarding a female who received injections of restylane (injectable dermal filler) in the nasolabial folds and glabella in 2006. Anesthesia in the form of an unspecified topical product was used pre-procedure. No additional procedures were performed at that time. Medical history included treatment with restylane and botox (botulinum toxin type a) in 2005 without incident. The patient was not taking concomitant therapy. One year later, the patient developed pain as well as erythema with vesicles in a linear pattern extending from the mid-glabella to the upper forehead about 1 inch below the hairline. A yellow-green exudate was also noted. A diagnosis of possible cellulitis or herpes simplex was made. The patient was treated with keflex (cephalexin) 100 mg twice daily, medrol (methylprednisolone), betamethasone, bactroban (mupirocin), and valtrex (valacyclovir) 1 g 3 times daily. On examination one month later, the symptoms were noted to be resolving. Treatment with bactroban and valtrex continued. On examination six day later, the symptoms appeared to be worsening, with redness but fewer vesicles observed. Locoid (hydrocortisone butyrate) 0.1% ointment applied twice daily was added to the treatment regimen. On examination sixteen days later, symptom improvement was noted. Eucerin redness relief (licochalcone a ) and a 2-week course of hydrocortisone were prescribed a that time. The restylane lot number was reported as 7929, with an expiration date of 02/2009. Additional information received from the pa on 01/08/2007 indicated that a final diagnosis of herpes zoster (herpes zoster) was made. The patient was reportedly recovering.

Manufacturer narrative:
Add'l PMA/510(k): p040024.